Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and the receiver was observed to be stuck on the initializing screen. Due to the condition of the device, functional testing could not be performed and a data log could not be retrieved. The customer complaint was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/27/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.